Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Age or date of birth, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective) results on their au5800 chemistry analyzer. There was no report of impact to patient treatment. There was no report of an adverse event associated with this event. The customer stated a total of eight (8) patient samples had erroneous results. The customer could not elaborate on exact results but indicated that all ise assays (sodium, potassium and chloride: na, k, cl) had been involved. The results were flagged with ¿h¿ and ¿l¿ stability errors. The customer repeated the samples with all results considered to be acceptable.